Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was readmitted to (B)(6) medical center from (B)(6) 2019 to (B)(6) 2019 for symptomatic anemia, down trending hematocrit and hemoglobin, and melena. Gastrointestinal clinician was consulted. The patient was transfused with four units packed red blood cells with appropriate increase in hematocrit and hemoglobin, no endoscopy was done given patient's stability. No further or additional information was provided. Additional information was received that the patient had melena and down trending hematocrit and hemoglobin. No endoscopy was done given the patient's stability. The patient's hematocrit and hemoglobin had an appropriate increase after 4 units of packed red blood cells.